Manufacturer narrative:
Vyaire complaint #: (B)(4). Other - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming ext high ppeak and circuit occlusion. The customer stated there was no patient involvement associated with this event.